Manufacturer narrative:
It was reported that the patient complained of neck and back pain, the crew fully c-spined immobilized the patient and wrapped the abrasion on left arm. The patient had an MRI and significant bruising to arm. No further injury/treatment information was available. As a result, a visual and functional inspection was performed by a field service technician it was found that the the cot tipping was not due to any defects with the product. This issue was likely caused by user error.

Event description:
It was reported that there was a cot tip during patient transport resulting in the patient experiencing pain and abrasions. The patient was treated with bandages.

Event description:
It was reported that there was a cot tip during patient transport resulting in the patient experiencing pain and abrasions. The patient was treated with bandages.